Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, reporting that the alarm had gone off, he pressed the iab fill key, and it restarted. He was inquiring about what to do if it went off again and why the alarm would occur. He did not utilize the help screen, and we reviewed the troubleshooting in detail. The esp personnel had him verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. The esp personnel explained the nature of the alarm and based on the information provided by user regarding the patients hemodynamics and clinical picture. Patient is on a ventilator with a peep setting of 8. User stated that this is the first occurrence of the alarm that he knows of. The call was ended. No harm or injury reported.